Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis. Visual inspection found the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization test and jaws did not open and close properly. The instrument was found to have failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the logs verified five homing failures. The logs displayed multiple errors. The loose grip cable at the proximal likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. Additionally, the vessel sealer extend instrument was found to have one error 22024 based on log review. Error code 22024 indicates that the instrument exhibited low torque during use, which typically results in a sealing malfunction. Logs displayed one error related to strong grip failed. Initialization test was bypassed and hard grip force test performed. The instrument failed grip force test. Low torque errors are often caused due to a loose grip cable in the proximal end. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a vessel sealer extend (vse) instrument had an exposed blade. The customer was completing the procedure as planned to use a backup vse instrument with no further issue reported. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the reported complaint can be attributed to an issue during the assembly of the grip clamping pulley screws, if the screws are not tightened to the correct torque specification, the screws could get loose potentially leading to a loose grip cable.